Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was implanted in (B)(6) 2010, and a month after his first fitting, he complained about a drop in perception. Testing showed 3 electrode channels with short circuits and a ground path impedance of 10.5. Testing was repeated with pressure and the audiologist massaged the reference electrode zone. After that the short circuits disappeared but the ground path impedance was the same.